Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Further info has been requested in order to investigate this case. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.